Event description:
Customer reported that the sensor glucose level was 40 mg/dl and the blood glucose level was 136 mg/dl at the time of the call. Customer stated the he has recently been having issues with the sensor giving him a low blood glucose reading when he is not in fact low. No further information was provided.

Manufacturer narrative:
The insulin pump communicated properly to the glucose sensor simulator and the transmitter. The blood glucose was entered 100 mg/dl and the value was displayed on the sensor graph. The threshold suspend and low suspend alarm functioned properly. No calibration error anomaly was noted during testing. The insulin pump passed the self test. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.